Event description:
It was reported that a physician in training in the use of the perclose proglide device attempted arteriotomy closure of the femoral artery after a carotid angioplasty. Reportedly, the suture was not retrieved after pulling the plunger from the device. Hemostasis was achieved with manual compression. There was no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Event date (reported as before (B)(6) 2010). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.